Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown 2.7mm screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (B)(6). Partial part number is 04.118.4xx. Explant date was an unknown date in 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during a routine removal of a variable angle locking compression (va-lcp) distal fibula plate on an unknown date in 2016, the surgeon observed that the 2.7mm screws were broken (had broken postoperatively). The implant and explant dates are unknown. There was no additional information available for reporting. This report is for an unknown quantity of unknown 2.7mm screws. This report is 1 of 1 for (B)(4).